Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator with an endoscope that has an outer diameter 8.6mm to complete a band ligation procedure. Upon withdrawal of the endoscope, the barrel detached and lodged in the pt's esophagus. The barrel was retrieved from the pt with grasping forceps. The pt was reported to be in stable condition with no complications.